Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/18/2008 and 12/19/2008 by phone, fax, and mail. A completed questionnaire has not been received. A facility site visit is scheduled for 2009.

Event description:
A surgeon reported a total patients with tass (toxic anterior segment syndrome) one day following intraocular lens (iol) implant surgery. The cause is not known. The patients' symptoms have all resolved. The surgeon also reported that possibly two of the patients required a vitreous tap. Additional information has been requested. A nurse consultant has been scheduled to perform a site visit in 2009. There are three medical device reports associated with this event. This report is for the delivery system handpiece.